Event description:
Customer alleged that the right siderail would not latch.

Manufacturer narrative:
A hill-rom technician stated that he lubricated the latch pins and the siderails function as designed. There were no reported injuries. Mod 380 has not been performed in this bed.